Manufacturer narrative:
The download data did reveal a "gel previously released" event without a prior "gel release" event. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause for the failure was the strained cable. The root cause for the strained cable was excessive force. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient allegedly "broke his teeth after receiving a dry treatment from the lifevest." The patient confirmed that no gel was present following the reported event, but did report receiving an "add gel" message. Review of the download data indicates that no treatable arrhythmias were detected, and therefore, no treatment shock was required to be delivered to the patient. The cause of the reported broken teeth is unknown. The download data did reveal a "gel previously released" event without a prior "gel release" event. The electrode belt involved in the reported event was returned and evaluation has been completed. The evaluation confirmed that the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief. This type of damage is consistent with a "gel previously released" event without a prior "gel release event." In addition, the reported "add gel' messages" are expected when a "gel previously released" event is recorded.

Manufacturer narrative:
Device evaluation summary electrode belt sn (B)(4) is currently under evaluation at zoll manufacturing. A supplemental report will be sent upon completion of the evaluation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient allegedly "broke his teeth after receiving a dry treatment from the lifevest." The patient confirmed that no gel was present following the reported event, but did report receiving an "add gel" message. Review of the download data indicates that no treatable arrhythmias were detected, and therefore, no treatment shock was required to be delivered to the patient. The cause of the reported broken teeth is unknown. The download data did reveal a "gel previously released" event without a prior "gel release" event. The electrode belt involved in the reported event was returned and evaluation is currently underway. Incoming condition notes that the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief. This type of damage is consistent with a "gel previously released" event without a prior "gel release event." In addition, the reported "add gel' messages" are expected when a "gel previously released" event is recorded.